Event description:
Explanted lead has been received into product analysis and is undergoing product analysis no other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was observed upon interrogating the patient's generator. A chest and neck x-ray were ordered and patient was referred back to surgery for further evaluation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent a lead revision procedure. High impedance was observed in pre-operation. During the operation, a test resistor was used and found the generator to be within normal limits. The lead was then revised. Impedance value was noted to be within normal limits after lead replacement. Explanted device has not been received to date no other relevant information has been received to date.

Event description:
Product analysis of the returned sections of the lead were completed. One portion of the lead assembly was returned; the lead connector, and connector boot which contains the manufacturing ID tag, the electrode array, and tie downs were not returned. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified cut and abraded tube openings and the cut ends of the returned lead portion. Abrasions were observed in various areas, likely due to wear. Coils are kinked, and stretched in some areas, likely occurred during explant procedure. Abraded openings were observed on outer tubing at three places. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified on the returned portion. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the lead connector, connector boot, and the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.